Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became cracked and unresponsive; cause was unknown. In addition, it was reported that a cartridge alarm (alarm 30) occurred during basal delivery. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.